Event description:
It was reported that balloon rupture occurred. The target lesion was located in the arteriovenous fistula artery. A 7x7, 75cm mustang balloon catheter was advanced for dilation. During the procedure, the balloon burst at nominal atmospheres. The device was removed and replaced for another of the same model to complete the procedure. No complications reported, and patient status is fine.

Manufacturer narrative:
Device evaluated by MFR.: device was returned for analysis and underwent a visual and tactile examination. The balloon was not folded which indicates that the balloon was subjected to positive pressure. The rated burst pressure for this device is 24 atmospheres as per mustang specification. The returned device was attached to an encore inflation unit. Positive pressure was applied when deionized water was observed to be leaking from a balloon pinhole located approximately 12mm distal from the proximal markerband. No issues or damages were noted on the markerband, shaft, and tip of the device.

Event description:
It was reported that balloon rupture occurred. The target lesion was located in the arteriovenous fistula artery. A 7x7, 75cm mustang balloon catheter was advanced for dilation. During the procedure, the balloon burst at nominal atmospheres. The device was removed and replaced for another of the same model to complete the procedure. No complications reported, and patient status is fine.